Event description:
A customer contacted beckman coulter regarding an erroneously low platelet (plt) result from a single pt that was generated bt the coulter ac t 5 diff instrument. The erroneous plt result from sample a was 39 x 10 to the third power cells/ul. The customer re-tested sample a for plt. The repeated plt result was 40 x 10 to the third power cells/ul. The physician questioned the plt result at this range and requested the pt to be redrawn. The customer collected a fresh sample from the pt and tested for plt. The plt result from sample b was 51 x 10 to the third power cells/ul. The customer re-peated testing on sample b. The plt was result was 25 x 10 to the third power cells/ul. The sample b was sent to another lab for plt testing. The plt result obtained at another lab was 166 x 10 the third power cells/ul. The test method was not provided. The test method was not provided. The customer indicated that there was no change in pt treatment that can be attributed to or connected with this event.